Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-01227. It was reported that a burr became stuck on wire. A 2.00mm rotalink plus and rotawire were used and advance to treat the target lesion. After the first ablation, the device was removed from the patient, and it was noted that the rotawire was stuck on the rotalink plus and it was unable to be removed. The procedure was completed with a different device. No patient complications reported and patients' condition was good.